Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5065857.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a vaginal hysterectomy procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.